Event description:
It was reported by the customer that bd pyxis¿ es server had patients not showing on stations. There was a delay between pyxis and meditech and now the patient crossed over to pyxis server only. Patient should be showing on the device "hospice - (B)(4)". There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ patients update not crossing from meditech to es cabinet ¿ case: (B)(4) ¿ 2 patients not showing up pyxis a review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing on stations. A technical support specialist informed the customer about inactivity days and advised using the temporary profile instead. The system functioned as intended after troubleshot by the technical support specialist.